Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, the 8mm harmonic ace instrument could not be activated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: after the csr received the medical instruments mailed by the hospital, the operating room did not provide any feedback on the instrument defects. The csr was unable to provide a clear response regarding missing materials or injuries that occurred outside of the surgical process. The csr confirmed that there was no report of fragments falling from the device while used within a patient. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no further feedback from the operating room.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have the curved blade broken at the tip, midpoint, or base. A piece approximately 0.419" x 0.083" was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade do not show damage. System log review: a review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.